Event description:
The device was used during sigmoidectomy procedure. Reportedly, the anvil was difficult to assemble and disengaged. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.